Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the surgeon was unable to press the green button and squeeze the handle of the stapler. There was no patient involved.